Event description:
Information received that the head hi/low was drifting. No injury reported.

Manufacturer narrative:
Technician found that the head hi/low was drifting, takes about 24 hours to drift from highest to lowest position. Replaced trend valve to correct this problem. Bed located in basement repair shop.